Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery alarm/occlusion, failed battery test and no charge/battery lasts less than expected anomaly noted. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 32 and 40 mg/dl. Customer¿s blood glucose level 392 mg/dl at the time of incident. Customer was treated with manual injection and insulin pump for the high blood glucose level. Customer was treated with glucagon shot and food for the low blood glucose level. Customer stated that the drive support cap was normal. Customer stated that the there was no leak and air bubble. Insulin pump passed displacement test. Cannula was bent. Customer was not alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.